Manufacturer narrative:
Concomitant product: product ID 8598a, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was a company representative in the room during the "pumpogram" in (B)(6) 2015. The "pumpogram" revealed that the catheter had malfunctioned; also reported as "second catheter" fail (previously reported as "failed catheter"). The patient was in a lot of pain; they were taking more oral pain meds, but they were not helping with the pain. Additionally, the patient wanted to know analysis results. As of (B)(6) 2015, neither the pump or catheter had been returned for analysis; the patient was redirected to their healthcare provider (hcp).

Event description:
The patient reported that ¿they tried to do a pump-o-gram and the catheter fails¿ and they tried to put the needle in and "the catheter is messed up." The patient was unable to clarify ¿fails¿ and ¿messed up¿ as the patient had not talked to the healthcare provider yet. The patient questioned why that happens and what causes the catheter to do that. It was reviewed that falls, accidents, traumas, excessive bending and twisting have potential to put stress on the components of the systems. The patient further reported that "fell a couple months ago." The patient complained and they ¿upped¿ the patient¿s medications. The patient was admitted to the hospital and the patient had no potassium in his body. The pump was used to deliver morphine. It was further reported that per the healthcare provider the cause of the event was ¿failed catheter.¿ the fall and potassium deficiency was attributed to ¿other¿ and it was unknown if due to the pump. The patient had a pump-o-gram and were unable to withdraw fluid from side access port. The cause of the catheter issue was unknown and was identified by a dye study. Surgical intervention occurred on (B)(6) 2015 with replacement of the catheter and aspiration of the abdominal region to assure good access to direct access port. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial #: (B)(4), ubd: 2014-03-19, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient¿s pre-existing medical history included the following: 12 back surgeries, a previous physician having killed 4 nerves in their left leg, ruptured discs which didn¿t hit his sciatic nerve and they went inwardly, and the patient having fell over while he was driving a truck which was described as having ruined his life and he had to have a brace from his toes to his knee and had to use a walker. It was reported that the patient falls a lot and doesn't know why how many times his doctor had to re-insert the catheter into his spine. It was described that the patient had a lot of problems a few times because of it, and it seemed like it wasn¿t doing anything for the patient. It was noted that when they aspirated the pump they would withdraw blood and told the pt it was because his catheter was not in the right spot. It was indicated that the catheter revisions had already occurred, and the patient was not presently having concerns regarding the catheter. The date of the event was unknown further described regarding the blood aspirated out a couple times was maybe a couple years go / maybe two years ago. No further patient complications have been reported as a result of this event. The patient¿s medical history included: 12 back surgeries, 4 nerves killed in their left leg, ruptured discs, fell over while driving a truck and required a brace from his toes to his knee and use of a walker.